Manufacturer narrative:
H6 ime e2402: weight gain, sinus, pyoderma gangrenosum. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During review of medical records received from the patient's attorney, it was identified that after the product was used for therapeutic treatment of a parastomal hernia the patient experienced subcutaneous collection, small bowel dilation, hernia recurrence, abdominal wall collections, headaches, vomiting, feeling weak, stoma swollen & tender, small bowel obstruction, weight gain, parastomal ulceration, abdominal pain, abdominal tenderness, firm mass, skin surround stoma red & irritated, swelling, discomfort, bulges, erythema, infection, diarrhea, feels feverish, lethargic, decreased appetite, hematoma, rash, pain, pus filled pockets, bleeding, fever, dry mouth, non-healing wound and breaking down, discharging sinus, leakage from lower wound, pyoderma gangrenosum, & scar had broken down; is irritated; weeping. Post-operative patient treatment included CT scan, epidural, wound care, use of support belt, repair of parastomal hernia, multiple hospitalizations, pain medication, IV fluids, ng tube, nothing by mouth, repair of incisional hernia, open suture repair of hernias, antibiotics, removal of clips, aspiration of hematoma, IV antibiotics, antihi stamines, drainage of abdominal collection, laparotomy, ccu, wound washed out and packed, use of rectus sheath catheter, & medication.